Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that six months after a patient¿s implantable neurostimulator (ins) was put in, it moved and needed to be placed in a different place. The ins was explanted and replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-01268 for information regarding an event the patient experienced after the device replacement.